Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the battery of this pacemaker was approaching the end of life (eol) indicator. It was noted that the device flag status was unknown, and there was concern regarding the potential risk of the device entering safety mode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis. Information was received indicating that this product was returned for analysis.